Manufacturer narrative:
As received, only the distal segment of the lead was returned for analysis. One internal insulation abrasion breaching right ventricular (rv) cables lumen and three internal insulation abrasions breaching ring electrode (re) cables lumen were revealed between, proximal to, and under rv shock coil. The rv and the re cables ethylene tetrafluoroethylene (etfe) coating was abraded and one re cable was abraded through in these abrasion regions. Electrical tests did not reveal shorts on any conduction paths. Other damages on this piece were consistent with procedural damages.

Event description:
Related manufacturer report number: 2017865-2010-02000. During an unrelated procedure, the capped right ventricular lead was explanted and replaced. The patient was stable following the procedure.